Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and a vessel dissection occurred. The ostial lesion was located in the right coronary artery (rca). The vessel had a shepherd's crook curve. The rca was a tiny vessel that they were "rebuilding" and the vessel became larger towards the end. The 2.75x12mm taxus liberte' drug eluting stent was deployed and the physician experienced some resistance removing the balloon from the stent. The non-bsc guide catheter became deep seated and while attempting to remove the catheter, a vessel dissection occurred in the ostium. The dissection was successfully treated with stenting. No further complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.